Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect planning and sizing of the device due to the patient's adverse anatomy.

Event description:
A year-old male underwent aaa repair in 2007, for aneurysm formation in the right common iliac artery with narrow terminal aorta and access routes. Pre-operative planning included use of a converter and occluder. A left side approach was used and a femoral-femoral bypass was conducted. Placement of an occluder in the right common iliac could not inhibit blood flow into the aneurysm (refer to 1820334-2007-00340). An additional occluder could not achieve total inhibition of blood flow, external iliac artery was embolized with coils. The main body graft also had an endoleak, but was resolved by placing another manufacturer's stent. Physician commented that the right common iliac was lined with thrombi.